Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented to the clinic after reviewing a vibratory notifier alert. Device interrogation revealed the device prematurely reached the elective replacement indicator. The cause of the battery depletion is unknown. A device replacement procedure is not confirmed to be completed. The patient condition is stable.

Manufacturer narrative:
No conclusion code available; the reported field event of premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
(B)(4)

Event description:
New information received states the patient presented to the operating room for device replacement. The device could not be interrogated. The device was explanted and replaced using a magnet placed over the pocket. The patient condition was good before and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.